Event description:
Intraoperative cardiopulmonary arrest and death during pectus excavatum surgery with use of the halyard on-q antimicrobial catheter. Dates of use: (B)(6) 2017 between 0613 and 1314. Diagnosis or reason for use: administration of anesthesia. Is the product compounded: no. Is the product over-the-counter: no.